Event description:
It was reported that the patient's rechargeable battery had melted in the charger (date not reported). It has been requested that the battery and charging station be returned to the manufacturer for evaluation. There were no allegations of injury associated with this issue. The product is not available for evaluation as of the date of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4). Battery currently unavailable.